Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking to review data from this pacemaker system as during an angiography it oversensed noise which resulted in pacing inhibition. The lead parameters appeared to be stable. X-ray imaging showed no abnormalities with the lead and device header, and noise was not reproduced upon provocation. Further review of stored events found noisy signals and oversensing on the ventricular channel, so troubleshooting was recommended to discard lead integrity issues. It was noted that the lead trends are stable and within normal limits, and reprogramming options were discussed. The lead remains in service.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking to review data from this pacemaker system as during an angiography it oversensed noise which resulted in pacing inhibition. The lead parameters appeared to be stable. X-ray imaging showed no abnormalities with the lead and device header, and noise was not reproduced upon provocation. Further review of stored events found noisy signals and oversensing on the ventricular channel, so troubleshooting was recommended to discard lead integrity issues. It was noted that the lead trends are stable and within normal limits, and reprogramming options were discussed. The lead remains in service. Additional information was received. The cause of the reported pacing inhibition and noisy signals could not be determined. No adverse patient effects were reported. The lead remains in service.